Event description:
A malfunction alarm, identified as malf 0 with a fault ID of [0 0x277d], was reported. There was no adverse impact on the customer's blood glucose level. Customer reverted to using an alternate method of insulin therapy.